Event description:
The user facility reported a 53-year-old male had ongoing hemolysis concerns during impella cp support. The impella cp was repositioned twice during the day. Also, physician discussed right heart failure (rhf) as possible cause of hemolysis. They are giving lasix to reduce right heart numbers. The patient remained on impella cp support until explanted on (B)(6) 2023.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the reported hemolysis has been completed since the original report was filed. Given the timing of the hemolysis, the positioning alarms occurred on the same day. When considering they had multiple positioning issues. The root cause of hemolysis testing was most likely improper positioning due to improper technique. Complaint device not returned for investigation.